Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that this rv lead exhibited noise, loss of sensing and inappropriate ventricular pacing. There was intrinsic ventricular rhythm. Technical services discussed the lead was not working as expected or programmed. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).